Event description:
The facility reports a single gate opened when the track was not aligned during the utilization of the cassette. The cassette did not fall. The malfunction happened when the caregiver was moving the lift to pick up a pt. The facility was unable to determine the exact date the malfunction occurred.

Manufacturer narrative:
The maxi sky 600 was in bad condition. The plastic cab was damaged and cracked in several places, the circuit contact blades were bent, the ground loop on the trolley was cut off or broken, one wheel of the trolley was broken, and the others had begun to slide off the pin. The unit was originally a 4-function unit, but had been modified into a 2-function unit. The gate system appeared to be in good condition; no damaged wires or incorrect or missing connections; no loose screws or objects, no traces of foreign objects inside. No short circuits were found on the microprocessor. The gate system operated normally during the total testing performed in normal intended use (four functions). As the fault was unable to be reproduced in the lab, no conclusion could be formed.